Manufacturer narrative:
Pump received with button error alarm due to moisture damage keypad traces. Pump received with scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 11.8 mmol/l. The customer stated they did not press down on their buttons for three minutes or more. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.